Manufacturer narrative:
The suspected battery was returned to the manufacturer for analysis. Analysis found that the hardware passed functional output bench testing, as well as visual inspection. Analysis found that the reported event was not related to this hardware.

Manufacturer narrative:
The battery charger pcba was returned to the manufacturer for analysis. Analysis found that the led was not lit. Board failed test due to no output charger and no sense voltage. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the battery charge indicator drops immediately after unplugging the umbilical. Replaced 12 x-ray batteries. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information that the x-ray battery indicator on the image acquisition system (ias) would not hold a charge. When the umbilical cord was connected to the mobile view station (mvs) and that is connected to power, the indicator showed that the x-ray batteries are charging, however, when unplugged, it immediately dropped. There was no patient present when this issue was identified.